Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device has been returned to the manufacturer. The product analysis shows that one product (lot 912267120) is totally broken on the bottom of the pieces a part of the piece is missing. There were 2 products (lot 1619260120 and 1576566040) that were damaged on one side on the bottom of the pieces. There were 2 products (1596025020 and 1549400040) that were not damaged but twisted on the bottom of the pieces. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. 1 complaint, this one included, has been recorded on exception standard stem trial neck s789, reference a120s789, batch 912267120 since ever and related to instrument fracture investigation results concluded that the reported event was due to wear and tear from use. A summary of the investigation was sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument broke. No adverse events have been reported as a result of the malfunction.